Event description:
It was reported the customer received several battery out limit alarms after replacing the battery on their insulin pump. The customer's blood glucose was 346 mg/dl. The customer had treated their blood glucose with a manual injection. Customer was advised the battery out limit alarm may be caused by a loose battery cap. The customer also requested assistance with reviewing their insulin pump's settings. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).